Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 400 mg/dl. The customer was treated with 15 units of insulin pen. Customer stated that insulin pump had insulin flow blocked alarm. Event was resolved by changing complete set. Customer stated that insulin pump received insulin flow block alarm repeatedly. Customer declined troubleshooting. Customer had blood at sensor insertion site. The insulin pump will not be returned for analysis.